Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a meal announcement for approximately 94 grams of carbohydrates and subsequently entered a smaller meal announcement on the ilet, after which blood glucose rose to 290 mg/dl and later dropped to a low of 68 mg/dl for about 10 minutes. Symptoms included no reported clinical effects such as loss of consciousness or dizziness. Outcomes included transient hyperglycemia followed by a brief hypoglycemic episode that was self-treated with oral carbohydrates, without alerts for sustained extreme hyperglycemia, without ketone testing, and without medical intervention or assistance. Investigation included review of device-reported glucose trends and user-reported actions, along with troubleshooting and education. Investigation of this case revealed that the sequence of a missed meal announcement followed by a smaller-than-actual meal entry led to insulin dosing that contributed to the subsequent low glucose after initial hyperglycemia. It was concluded, based on previously established findings for similar reports, that user input error related to meal announcements was the cause.